Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation the definitive root cause of the customer's reported issue could not be determined. A likely mechanism causing the reported events might be one of the following: mechanism 1: 1)the loop was placed around the body tissue. 2)the tube sheath was pushed forward, and the tissue was temporarily ligated with the distal end of the tube sheath. 3)the slider was pulled to tighten the loop. 4)because the distal end of the coil sheath was not extended from the tube sheath when the slider was pushed, the loop disengaged from the hook inside the tube sheath. 5) the hook protruded from the distal end of the coil sheath, causing the loop to move toward the handle side and enter the coil sheath. 6)pulling the hook caused both the hook and the loop to be drawn into the coil sheath together. As a result, the loop became trapped between the hook and the inner surface of the coil, preventing it from moving. 7)the slider was forcefully operated in state of ¿6¿ description causing the operation pipe of the slider to deform and break. Mechanism 2: 1)the sheath was bent near the handle. 2)the operating wire could not move because sliding resistance between the sheath and the operating wire increased. 3)the operating pipe deformed and broke because the slider was forcefully operated. 4)due to above, the loop could not detach from the hook. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a therapeutic colorectal polypectomy, the handle slider of the single-use ligating device became stuck in the colon. An esd (endoscopic submucosal dissection) was performed on the lesion and the single-use ligating device was removed. This resulted in a procedure delay with no reports of patient harm.